Event description:
A customer in (B)(6) notified biomérieux of obtaining a misidentification of pseudomonas otitidis as enterobacter hormaechei while testing a strain from a patient urine sample using the vitek® ms instrument (reference # 410895, serial # (B)(4)). Vitek ms results: enterobacter hormaechei . Alternate method: 16 srna sequencing : pseudomonas otitidis . There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
Biomerieux conducted an internal investigation in response to a customer complaint of the misidentification of pseudomonas otitidis as enterobacter hormaechei using the vitek® ms instrument (reference # 410895, serial # (B)(6)) and knowledge base version 3.2. The customer's raw data was analyzed for this investigation review found that although no fine tuning was needed at the time of testing, the previous fine tuning did not obtain confirming results. The review also found the customer's spot preparation quality was not optimal with the "all peaks" values being heterogeneous. The isolate was not submitted for investigation, however; it was confirmed to be pseudomonas otitidis by the bruker mass spectrometry and 16s sequencing test methods. Biomerieux also reviewed knowledge base version 3.2, and found that pseudomonas otitidis was not included in this version of the knowledge base. Manual ref. 161150-924 - a for vitek ms clinical use v3.2 states, "testing of species not found in the database may result in an unidentified result or a misidentification.". The customer data was reprocessed using the upcoming knowledge base currently in development, the correct identification of pseudomonas otitidis was obtained. The cause of the customer's misidentification could be linked to a vitek® ms kb limitation with a bad quality of spectra, and linked to a non-optimal spot preparation or/and non-optimal fine tuning.